Event description:
It was reported that there were multiple instances where the shock impedance measurements of this implantable cardioverter defibrillator (ICD) were greater than 200 ohms intermittently. Technical services (ts) recommended a vector breakdown on the lead. Patient was tested further in clinic and noted that they will continue to monitor. No adverse patient effects were reported. Currently, this device remains in service.